Event description:
(B)(6) states that concentrator allegedly gets hot, with a burning smell and all lights are flashing. No injury is alleged.

Event description:
(B)(4) states that concentrator allegedly gets hot, with a burning smell and all lights are flashing. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2v serial number/date code (B)(4) is approximately 2 months old. The user manual part number 1143482 rev e (nov-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - analysis of the device determined that the device may have been dropped. The shock from the drop dislodged the tank and the hose. The mis-positioned tank and hose caused the device fan to become obstructed. The obstruction caused the device to become warm and subsequently shut down while running.

Manufacturer narrative:
RMA 859593693 has been initiated for this issue. Model irc5po2v serial number/date code (B)(4) is approximately 2 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.